Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4)- the dentist reported that, 4 years and 2 months after the dental implant was installed in intraoral region #12, its fracture was observed. The patient presented bone type iii.